Event description:
Same case as MDR ID: 2134265-2013-09644 and MDR ID 2134265-2013-09643. It was reported that the rotational speed could not be adjusted. The target lesion was located in the heart. A 1.50mm rotalink burr, rotalink advancer and rotablator console were selected for treatment of the target lesion. During the rotational atherectomy treatment procedure, the intended speed was 160,000 to 180,000rpm; however, the device was fixed on the initial speed set of 250,000rpm and could not be adjusted. The procedure was completed successfully with these devices. There were no patient complications reported and the patients condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).